Event description:
It was reported that prior to surgery, it was observed that the motor device was not working. During in-house engineering evaluation, it was observed that the device had no rotation. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no rotation, the hosing pins were loose and there was motor rub. Therefore, the reported condition was confirmed. It was determined that the cause of the loose housing pins was due to loctite breakdown during sterilization. It was determined that the cause of the motor rub and no rotation was determined to be due to broken vanes. The assignable root cause was determined to be due to wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.